Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during a patient's pd treatment. The patient reported a m31 air detected in cassette warning message that occurred during dwell 4 of 5 and prior to the fluid leak. The patient was advised to turn off the cycler and manually disconnect. Fluid was seen under the cycler which was placed on a cycler cart. The customer was advised to keep their tubing set and to follow-up with the peritoneal dialysis registered nurse (pdrn) due to incomplete treatment. The patient was advised to discontinue use of the cycler for 24 hours. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during dwell 4 of 5 of treatment and following the reported cycler alarm. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during a patient's pd treatment. The patient reported a m31 air detected in cassette warning message that occurred during dwell 4 of 5 and prior to the fluid leak. The patient was advised to turn off the cycler and manually disconnect. Fluid was seen under the cycler which was placed on a cycler cart. The customer was advised to keep their tubing set and to follow-up with the peritoneal dialysis registered nurse (pdrn) due to incomplete treatment. The patient was advised to discontinue use of the cycler for 24 hours. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during dwell 4 of 5 of treatment and following the reported cycler alarm. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to return for investigation.

Manufacturer narrative:
Plant investigation: reynosa received 1 ea. Complaint product sample with lot number 23cr08104 from the product 050-87216 on 11/06/2023 for inspection. The sample was received open with its original package. The complaint product sample was visually inspected according to bom 050-87216, during the visual inspection it was not found any problems, no damages in the lines nor the cassette were observed. The cassette set was in the expected condition. A functional test was performed to the complaint product samples with the cycler machine. Cycler machine used lc025923. During functional test no air bubbles, alarms, leaks or other issues were detected, after completed the test the cassette was removed from cycler and no moisture were found. The test was completed successfully. A device history review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. A cause could not be confirmed.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was not returned to the manufacturer to date, and a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during a patient's pd treatment. The patient reported a m31 air detected in cassette warning message that occurred during dwell 4 of 5 and prior to the fluid leak. The patient was advised to turn off the cycler and manually disconnect. Fluid was seen under the cycler which was placed on a cycler cart. The customer was advised to keep their tubing set and to follow-up with the peritoneal dialysis registered nurse (pdrn) due to incomplete treatment. The patient was advised to discontinue use of the cycler for 24 hours. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during dwell 4 of 5 of treatment and following the reported cycler alarm. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during a patient's pd treatment. The patient reported a m31 air detected in cassette warning message that occurred during dwell 4 of 5 and prior to the fluid leak. The patient was advised to turn off the cycler and manually disconnect. Fluid was seen under the cycler which was placed on a cycler cart. The customer was advised to keep their tubing set and to follow-up with the peritoneal dialysis registered nurse (pdrn) due to incomplete treatment. The patient was advised to discontinue use of the cycler for 24 hours. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during dwell 4 of 5 of treatment and following the reported cycler alarm. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to return for investigation.

Manufacturer narrative:
Correction: g3 date received for follow-up 2 submission should have been 01/15/2024